Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm determined the iabp was not latching completely in the cart therefore the batteries were not charging. The console cover was replaced and the stm adjusted the bottom latch for a smoother operation. The unit latched properly. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. It is unknown under which circumstances this event occurred and there was a patient involved however; no adverse event was reported.